Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple battery out limit alarm. Customer's blood glucose was 180 mg/dl. Device alarmed a battery out limit alarm after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.